Event description:
It was reported that during a ptca procedure involving a 99% stenotic lesion in the distal rca, the maverick otw balloon ruptured at 5 atm's on the initial inflation. Another balloon was used to complete the procedure. The sizes and types of introducer sheath, guide wire, catheter and inflation device used are unknown. No pt injuries or complications were reported. Pt status is listed as 'good.'